Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector was received. The complaint was confirmed in the lab for damaged. A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report where there were some cracks found on the light blue main body of the transfer set. There was patient involvement. But no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The root cause is undetermined.